Manufacturer narrative:
Unique identifier (UDI) # (B)(4). Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The customer¿s strips were requested for return. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
There was a complaint of discrepant glucose results with accu-chek inform ii meter serial number (B)(4). At 6:11 p.m. The meter result was 38 mg/dl and within 5 minutes the meter result was 58 mg/dl. The patient did not receive any treatment based on either result. On (B)(6) 2021 at 12:25 a.m. The meter result was 41 mg/dl and within 5 minutes the meter result was 65 mg/dl. The patient did not receive any treatment based on either result.

Manufacturer narrative:
The customer's meter was returned for investigation where it was tested with retention controls. Control ranges: level 1: 30 - 60 mg/dl level 2: 261 - 353 mg/dl results: level 1: 46 mg/dl, 47 mg/dl, and 47 mg/dl level 2: 312 mg/dl, 312 mg/dl, and 317 mg/dl all returned results are within the acceptable range.